Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown drug with an unknown concentration and dose. It was reported an alarm was heard, but telemetry had not yet been performed. The representative assumed an alarm for early replacement indicator (eri) was occurring and wanted to discuss longevity. The representative stated that the physician said that the alarm just started in (B)(6) 2017. No patient symptoms/complications were reported. Additional information received from the hcp via the representative reported the physician informed the representative about the event and then contacted the patient to come into the office to see what the alarm was for. Additional information received from an hcp reported the patient called him reporting that the alarm was getting louder and more frequent. The hcp stated that the pump did 10 beeps in row and that alternates between different beeps. Additional information was received from a manufacturer representative (rep). The patient was receiving 1000 mcg/ml lioresal at an unknown dose and 2.5 mg/ml morphine at an unknown dose. The pump was critically alarming. The pump logs showed a low battery reset and safe state occurred. No symptoms were reported. The event date was reported as (B)(6) 2017. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was called into the office, and the staff was going to interrogate the patient¿s pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer . It was reported that the patient 's critical alarm went off for "like 15 days" which happened about 10 days after the initial alarm went off on (B)(4) 2017. They did not know the cause of the alarm. It was also reported that the pump was going dead. The patient went in for emergency surgery on (B)(6) 2017. No further complication was reported.